Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that they adjusted the gantry door was adjusted. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while outside of a procedure, the gantry door would not close properly on the left side of the gantry. No additional information was provided. There was no patient present when this issue was identified.